Event description:
A (B)(6) male with acute appendicitis admitted from ed for laparoscopic appendectomy. Laparoscopic grasper (non disposable) malfunctioned during surgery: after opening it would not close. Surgeon was able to successfully remove instrument after event. Visual exam after removal from pt two pieces (end of grasper) broke off. Instrument examined carefully after removal from pt all pieces accounted for. Item description: aesculap prestige 8360-10 graspers manufacturer is aesculap (B)(4). Rep (B)(4) response: no further measures needed. Broken instrument taken out of service to be returned to aesculap and new one purchased. No injury to pt.